Event description:
International (france) complaint received reporting leakage/ air bubbles occurring with dialysis set up of dialysis catheter/ tubing blood lines and d1000 tego connectors. It was reported that on (B)(6) 2012 clinicians found "blood leak on the catheter dressing of a patient found coagulated blood in the external adaptor and air bubbles in the venous lumen. Clinical consequences: change of the intravenous access closed system (tego cap). The leak is located on the connector." Patient experienced no adverse medical consequences. The tego connectors were initially placed on (B)(6) and reportedly remained in use post incident until next scheduled change-out on (B)(6) 2012. Although additional information requested, including identity and availability of the involved mating devices no responses were received.

Manufacturer narrative:
MFR's investigation: device return: one (1) used and one (1) package d1000 tego connector, lot# 2507642, were returned for analysis and investigation. Functional and performance testing to the applicable tego product specifications was conducted. The results recorded no functional or performance deviations with the returned unused d1000 tego connector. The returned used d1000 tego connector failed leak testing. Further engineering analysis identified the source of the leakage was confined to a very small tear in the corner of the tego slit. Additional evaluations: a review of the current molding, assembly processes and applicable tooling and equipment was conducted to determine if any fixtures, equipment or material handing conditions could potentially contribute to slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable manufacturing processes and continue to monitor for any potential contributing factors. Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage on the one returned used d1000 tego connector. The exact cause(s) of the component damage/ tear on the returned used d1000 tego connector cannot be determined. As the tego connector was in use for four days the component damage most likely occurred as a result of usage/ unintended force with mating and access devices. There were no performance issues and or out of specific conditions replicated with the returned unused same lot d1000 tego connector.